Event description:
Boston scientific crm received information that this pacemaker was explanted due to suspected premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a through device evaluation was performed. Visual inspection did not reveal any device abnormalities. Detailed analysis confirmed the device functioned within electrical specification. Analysis of the"as received" device memory, confirmed the increased ventricular pacing output resulted in the device declaring elective replacement time (ert) sooner than expected. The ventricular programming was performed to accommodate the increasing ventricular pacing threshold due to the ventricular lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.